Event description:
It was reported that two years five months and fourteen days post port placement, the catheter allegedly perforated. It was further reported that the contrast medium allegedly leaked. Reportedly, the port was removed and replaced. However, patient required a couple of emergency room visits and required anticoagulation as well as much stronger pain medications for the internal jugular thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A kink was noted on the attached catheter and two partial circumferential breaks were noted approximately 8.5cm and 9.3cm from the distal end of the cath-lock. Upon infusion, leaks from the partial circumferential breaks were observed while water exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows one powerport isp MRI implantable port attached to a groshong catheter and two partial circumferential breaks were noted. Therefore, the investigation is confirmed for the identified fracture and leak issues. However the investigation is unconfirmed for the reported material puncture issue as the most specific fracture was identified during investigation. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025), g3, h2, h6 (device, method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years five months and fourteen days post port placement, the catheter allegedly perforated. It was further reported that the contrast medium allegedly leaked. Reportedly, the port was removed and replaced. However, patient required a couple of emergency room visits and required anticoagulation as well as much stronger pain medications for the internal jugular thrombosis. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: device pending return.

Event description:
It was reported that two years five months and fourteen days post port placement, the catheter was allegedly perforated. It was further reported that the contrast medium allegedly leaked. Reportedly, the port was removed and replaced. There was no reported patient injury.